Manufacturer narrative:
Additional information: b5: the pump was infusing propofol at the time of the event. H11: the device was evaluated on-site at the customer facility by a baxter technician. The event history log review could not identified the infusion as the parameters were not confirmed by reporter. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not delivering the right dosage during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.